Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 350 mg/dl. The customer's other blood glucose is 158 mg/dl. The customer stated that set was not properly inserted due to might be faulty serter. The insulin pump will not be returned for analysis.